Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with critical pump error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the customer confirmed that there was a red x on the display. The insulin pump was not bumped or dropped. There were no other alarms following the critical pump error alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with pump error 35 noted in the long trace and critical pump error due moisture damage on the force sensor also, moisture damage was also found on the electronics and motor assembly. No moisture damage on the vibrator motor, battery tube and keypad assembly noted. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.